Event description:
It was further reported that there was only suspicion of a clostridium infection. Upon fecal testing of the patient the suspicion was not confirmed and no positive culture was observed with respect to the colonovideoscope. No additional information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, b6, b7, d8, d9 - date returned to mfg, and e1 - fax number. The device was returned to olympus for inspection and the reported failure was not confirmed and no new reportable findings were found upon completeion of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for clostridium. The number of colony forming units (cfus) was unspecified. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.